Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The screen brightness check failed. The cycler was set to levels 1 to 10 and the brightness of the display remained too dark to be visible. It was identified that the cause for the dim screen was due to an internal short present transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was dim. The brightness setting was at 10; however, the screen was faint. The technical support representative advised to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up with the patient contact it was confirmed that the patient was able to complete treatment. There were no patient adverse events experienced or medical intervention required. The patient received the new cycler which was working well. The old cycler was returned to the manufacturer for evaluation. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.